Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that, a patient presented with inflammation 1 day following bilateral lasik surgery. Topical steroid dosage was increased to treat the event which resolved. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.